Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.

Event description:
Information was later received from the field representative that confirmed that patient reported an infection out of confusion. This system did not experience an infection and remains implanted.

Event description:
Information was later received that this system was explanted due to infection. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--